Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed button error. Troubleshooting was performed. The customer¿s blood glucose level was 8.5mmol/l at the time of the incident. It was reported that the alarmed occurred right after the customer went for a run with the insulin pump pressed against their body. It was also reported that the time on the clock did not advance when customer was asked to monitor. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm, frozen screen and time clock anomaly noted during testing. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was received with cracked battery tube thread, stained address/serial number label, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.